Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported on (B)(6) 2018 that the patient's ins will not shut off since today when the patient tried to turn their implant off. The patient indicated that the reason he wanted his ins turned off is because the ins is "continually buzzing". The patient stated that he noticed the buzzing today he "guesses", but then reported that he calls the normal vibration "buzzing". The patient also noted that he knows the ins is working when he feels the stimulation "buzzing". The patient stated his reason for calling is to get assistance with turning the ins off. The patient was first asked to get out their patient programmer (pp) and antenna to attempt to sync and turn the ins off. It was reviewed how to sync and use their pp. The patient reported that he got poor communication when he attempted to sync. The patient was then asked to disconnect the antenna and attempt to connect with only the pp. The patient still reported poor communication. Then the patient was asked to get out their recharger and connect with the ins. The patient reported that he was successful with connecting the recharger to the ins. The patient confirmed he was successful with turning the ins off using the recharger. The patient is going to be sent a new pp due to the communication issue. The patient asked about accessing MRI because they have one coming up. Additional information was received from a competitor regarding the patient on 2019-jul-10. It was reported that the physician is considering revising the patient¿s system because the patient has to turn the stimulation up too high. The physician was considering leaving the medtronic lead in and replacing the implantable neurostimulator with a competitor¿s product. There were no further complications reported.